Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the soft cannula not deployed. The download data showed that the pod had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle did not deploy early as reported, as the pod was received with the needle mechanism not deployed. Serial no changed from (B)(6) to (B)(6). Unique identifier (UDI) # changed from (B)(4) to (B)(4).